Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient had elevated inflammatory markers, elevated white blood cell count, and hyperpyrexia on (B)(6) 2022. A source of the patient's infection could not be identified, but the patient was diagnosed with sepsis; a culture taken was negative. Antibiotics were administered. On (B)(6) 2022, the patient began dialysis due to acute renal failure. The patient's infection was resolved on (B)(6) 2022. On (B)(6) 2022, the patient had been on ventilator support for greater than six days post implant; a tracheostomy was performed.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct cause for the reported sepsis could not be conclusively determined through this evaluation. A direct relationship between the device and the reported respiratory failure and renal dysfunction could not be conclusively determined through this evaluation. The patient remains ongoing on ventricular assist device (vad) support with no further issues reported at this time. Review of the device history records showed no deviations from manufacturing or qa (quality assurance) specifications. The heartmate 3 lvas instructions for use (IFU) (rev. G) is currently available. This IFU lists sepsis, respiratory failure, and renal dysfunction as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Care instructions in regard to preventing infection are included in several sections of the IFU, including in section 6 "patient care and management" (under "caution!", "caring for the driveline exit site", and "controlling infection"). Section 6 also provides suggested responses in the event of infection. The heartmate 3 lvas patient handbook (rev. G) provides care instructions in regard to preventing infection in several sections, including section 4 ¿living with the heartmate 3¿ (under ¿caring for the driveline exit site¿). The patient handbook instructs the patient to call their hospital contact immediately if any signs of infection are noticed. No further information was provided. The manufacturer is closing the file on this event.